Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 550 mg/dl. The sensor glucose was 67 mg/dl. Sensor glucose and blood glucose difference is not within acceptable range. On average sensor glucose verses blood glucose differences should remain under 20% over the life of the sensor. The current blood glucose was 567 mg/dl. Customer given himself a bolus via the pump at the time of the event. The blood glucose at the end of the call was 433 mg/dl. The insulin pump will not be returned for analysis.